Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or weak battery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, a broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error. Customer stated that they cleared the alarm and then received a weak battery alarm. Customer's blood glucose reading at the time of the call was 90 mg/dl. No further information reported.